Manufacturer narrative:
Device passed displacement test and self test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 (variable 12) was confirmed in the device history, problem isolated to electronic assemblies. Device received with scratched case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay and faded serial number label. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer did the self test and they received hardware low level failure alarm. Customer reported they failed audio test did not received sensor related alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.